Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that remaining estimated longevity of this implantable pacemaker device decreased from 4.5 years to 2 years over the course of a year. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.